Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and successfully resumed insulin after each occlusion. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified.